Event description:
A malfunction alarm was reported with the code "malf 12" on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which the customer acknowledged and understood.